Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. A recent device evaluation was done and there were no stored episodes within the device, no pauses were noted, and there were no allegations related to the function of the device. However, the cause of the syncope was unknown. The health care professional (hcp) reprogrammed the device storage parameters. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.